Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. The customer's current blood glucose level was 428 mg/dl. The customer reported that insulin pump had insulin flow blocks previously and changed the site 3 different times. The customer feels ok to troubleshoot. The customer was treated with the insulin pump and manual injection. The customer alleges the insulin pump was under delivering. The customer was using the insulin pump within 48 hours of the high blood glucose. The customer reported that the automode was not active at the time of high blood glucose. The insulin pump will be and reservoir will not be return for the analysis.